Event description:
Medical affairs spoke to pt who had mentioned that their meter had been giving a "not ok" message for the past week. Pt mentioned that since their meter had not been working, pt would still take their set amount of insulin (nph 30u am, 10u, humulin r 10u am, 6u evening and 5upm) daily. The day of the incident, pt was having stomach pains and frequent urination (as often as every hour). Pt became very thirsty. Pt tried to test the day of the incident because of the way pt was feeling and meter showed "not ok." Pt went to the e.r. Where their blood glucose was 400mg/dl. Pt was treated with insulin and released four hours later. Customer service was unable to resolve the issue and sent pt a new meter.